Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss replaced the stepper motor, calibrated and cut gels. In addition, the fss performed a preventative maintenance. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
A laser vision correction patient experienced vertical gas breakthrough (vgb) during a laser treatment. As a result of the vgb, the patient experienced a thin flap and a side cut tear on the right eye. There was no loss of best corrected visual acuity. The surgery was completed successfully and the eye was bandaged.